Event description:
It was reported that: during a case, the "nibp" readings were high and showing values of 200 mmhg or more. The anesthesiologist increased the anesthetic agent believing the patient was light. The doctor noted the "nibp" readings were still high after the medication was applied. Subsequently, after the anesthetic agent was increased, the cardiologist in the room at the time of the occurrence felt for a palpable pulse on the carotid artery. The cardiologist thought he could not find one and believed the patient's pressure was 70 mmhg or less. The patient was given neo-synephrine to increase blood pressure. No patient injury.